Manufacturer narrative:
The insulin pump was received without battery cap and we were unable to confirm damage. The insulin pump was received with detached end cap. We were unable to perform displacement test due to detached end cap. The insulin pump was received with minor scratched display window, cracked case at display window corner, broken belt clip, broken battery tube threads, cracked case, stained end cap sticker and partially broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the bottom of the insuin pump is coming off and the battery cap is cracked. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.